Event description:
It was reported that the patient underwent a posterior cervical spinal surgery at c2-6. Sometime post-op it was reported that the patient had c5 palsy. The patient was sent to physical therapy. No additional patient complications were reported.

Manufacturer narrative:
These parts are not approved for use in the united states; however, the catalog #s 6955722, 6955720, 6955724, and 6900240 with 510k # k043020 and k123906 of 'like devices' were cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945722 / lot: unknown (x4) part: g6945720 / lot: unknown part: g6945724 / lot: unknown part: g6900240 / lot: unknown (x2) although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.